Event description:
It was reported that the balloon burst. The 60-70% stenosed target lesion area was located in a moderately tortuous and moderately calcified brachio-cephalic artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a right arteriovenous fistula. During the procedure, the balloon was advanced for dilatation. However, during the fifth inflation at 8 to 10 atmospheres for 1 to 2 minutes, the balloon burst. The whole system was withdrawn safely, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.